Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed oxygen accuracy testing. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported the unit failed at 60%. The fse advised the customer to try a different flow sensor assembly followed by an oxygen solenoid.

Manufacturer narrative:
Date of report : 31may2019, date rec¿d by MFR :26apr2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer reported the unit failed at 60%. The fse the customer to try a different flow sensor assembly followed by an oxygen solenoid. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.